Event description:
It was reported that the patient recently passed away. The patient was found in bed and their family is wondering if the vns device failed. An autopsy was completed and the generator was explanted and is being returned but has not been received to date. No additional or relevant information has been received to date.

Event description:
The explanted generator and lead were received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator and lead. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.019 volts, and the memory locations on the generator indicated that 25.170% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse conditions found with the pulse generator. For the lead analysis, note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.